Event description:
It was reported that the 9600+ system was booted, prior to use on pt and the workstation monitors went blank. The system would not fluoro. The system was rebooted several times and did not work. No pt was involved during this process.